Event description:
On the (B)(6) 2023, it was reported that a physician was using a biomimics 3d 6.0 x 80mm (bm3d) stent. An antegrade approach was used and the lesion was pre-dilated with a 5mm percutaneous transluminal angioplasty (pta) balloon followed by a 5mm 150 drug coated balloon (dcb). A residual dissection was noted and the physician decided to use a 6.0 x 80mm bm3d stent in the left mid to distal superficial femoral artery (sfa). The stent was deployed partially and pulled more proximal to cover lesion. Upon further deployment, the stent bunched up and foreshortened. The remainder of the stent was deployed normally and post dilated with no patient or procedural issues.

Manufacturer narrative:
The investigation is still in progress. If any additional information becomes available it will be provided in a supplemental.

Manufacturer narrative:
Section b.4. Was corrected to 17-mar-23.

Manufacturer narrative:
The device history record (DHR) review of all the lot history records pertaining to the relevant stent and delivery system lot showed no issues that were deemed related to the complaint investigation. Images provided for review were taken via smartphone as the site did not provide the original angiographic images of the procedure. The images showed potential stent distortion in the proximal section of the stent. The nature of the stent distortion may have resulted in a shortening of the stent's intended deployed length. Based on review of the images provided, it could not be determined whether the biomimics 3d (bm3d) stent had experienced foreshortening. The information provided in this case reported that the physician elected to pull the entire delivery system proximally while the stent was partially deployed in an attempt to cover the lesion fully. The instructions for use (IFU) provided the following cautions "the stent delivery system (sds) is not intended for repositioning or recapturing a partially or completely deployed stent." And "caution: the stent is not designed for repositioning once the stent struts contact the vessel wall." Therefore, it is likely that the physician's decision to reposition and move the bm3d delivery system proximally while the stent was partially deployed contributed to the reported condition of the stent post-deployment. The IFU has a sizing table which guides the physician on the most appropriate size of device for the target lesion. It was also reported that there was some slack in the device during the deployment. The IFU states "before stent deployment it is important to ensure that there is no excess slack in the delivery system." The potential risks associated with excess slack in the delivery system during deployment include stent elongation, compression, stent buckling or stent pattern disruption. The complaint was categorised as "distorted stent pattern" with a cause category of "user" assigned. Section b.5., h.6., and h.10. Have been updated.

Event description:
On (B)(6) 2023, a physician attempted to treat a residual dissection in the mid and distal sfa of the left leg with a 6.0 x 80 mm biomimics 3d (bm3d) device. An ipsilateral approach was taken, using a .035" 260cm supracore guidewire and a 6 fr 45cm terumo destination access sheath. The physician prepared the target site with a 5mm percutaneous transluminal angioplasty (pta) balloon and a 5.0 x 150 mm drug coated balloon prior to introduction of the bm3d device. The device was flushed in accordance with instructions for use (IFU), and then introduced into the patient. There was no resistance noted during the advancement of the device to the target lesion. Once the physician had positioned the device at the target site, they initiated deployment while securing the proximal pin luer in a fixed position and released 2-3 mm of the stent. It was reported that some slack was present in the device during the deployment procedure. There was no resistance noted during the deployment of the initial 2-3 mm portion of the stent. At this point, the physician made the decision to pull the entire delivery system proximally in attempt to cover the target lesion fully. The physician resumed the deployment and released the stent entirely without any resistance. The bm3d stent was then post dilated. However, the physician identified possible stent foreshortening. There was no impact to the patient. The device remains implanted.